Event description:
Patient was admitted with urinary incontinence since prostatectomy 2 years ago; scheduled for a bladder sling procedure. During the procedure, the end of the mesh sling was placed and connector was placed into the needle and removed. A similar procedure was performed on the right side, placing the right helical needle between the groin incision and the perineal incision and attaching the free end of the mesh sling connector to it and brought it up through the skin. Upon inspection, it appeared as if the surgeon had passed through the bulbospongiosum muscle in the wrong plane. To create an optimal result, surgeon cut this mesh and replaced it with a second mesh sling, which was placed in similar fashion. It was fixed to the bulbar urethra at the insertion point of the bulbospongiosus to the perineal body with a suture. Another suture was placed to keep the mesh smooth against the urethra a little more distally. Urethra was tensioned and mesh arms were pulled cephalad, which resulted in the urethra being tensioned appropriately. Bulbospongiosus muscle was closed over the sling with suture; then urogenital diaphragm reapproximated over this with running suture. Subcutaneous fat & skin were closed. Sling arms were then finally tensioned by surgeon's rn. While looking with the cystoscope, the urethra was seen to co-apt nicely with no evidence of urethral injury. Cystoscope was removed and right mesh arm snapped off. Urethra continued to be co-apted. Remaining mesh arm was excised. Plastic sleeve was excised and removed; excess mesh was excised to the skin level. There was no other advance male sling kit available, so given this fact and there was probably appropriate mesh length attached left on the sling to finish the case, surgeon decided to leave the implanted mesh in the patient, close the incisions and terminate the procedure. The manufacturer rep was in surgery and took the second mesh fragment to return to the manufacturer (ams) for analysis. Patient tolerated the procedure well and was discharged to home for a follow-up surgeon visit. Surgeon decided to cancel removal of the implant and observe patient's progress.======================manufacturer response for male urethral sling, advance male urethral sling system (per site reporter).======================the mesh fragment taken by the manufacturer's representative during surgery was returned to the manufacturer for analysis.what was the original intended procedure?placement of male urethral sling system.device #1is this a laboratory device or laboratory test?no.